Manufacturer narrative:
The complaint device was not available for evaluation; therefore, product inspection could not be performed. Review of a photograph of the device indicates the break was in a similar location to other fragile failures. Additionally, the break appears to be clean, abrupt and there are no signs of elongation which is consistent of a fragile failure. The cause of the fragile tip detachment failure has been determined through oxidation index testing of previous device with broken tips to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. A review of the device history record was performed, no issues or discrepancies were found. No similar complaints were found in this lot. The device labeling and directions for use (dfu - 90535600-01a) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the device was not returned for analysis, based on available information a root cause of design was assigned to the tip detachment. Customer notification has been distributed to japanese customers and sent to the pmda. FDA report of correction and removal was filed march 14, 2001 (reference # 9912058-3/3/14/2011-0001-c).

Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the lesion located in the right coronary artery (rca) middle was 90% stenosis with moderate tortuous. An intravascular ultrasound (ivus) catheter was prepped and advanced on the guidewire without incident. The physician successfully imaged the lesion with the ivus catheter and withdrew the catheter from the patient without resistance. When the physician tested the ivus catheter, in preparation to use again, he noticed that approximately 2cm of the tip had became detached. The detached tip was found in a tray of saline. The procedure was completed with a new ivus catheter and the patient status was reported as 'fine'.

Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the lesion located in the right coronary artery (rca) middle was 90% stenosis with moderate tortuous. An intravascular ultrasound (ivus) catheter was prepped and advanced on the guidewire without incident. The physician successfully imaged the lesion with the ivus catheter and withdrew the catheter from the patient without resistance. When the physician tested the ivus catheter, in preparation to use again, he noticed that approximately 2cm of the tip had became detached. The detached tip was found in a tray of saline. The procedure was completed with a new ivus catheter and the patient status was reported as ''fine.''